Manufacturer narrative:
This is a definitive report. This case is received by seikagaku corporation on may 7, 2018 from the FDA mw5076809 dated may 1, 2018. Seikagaku corporation is also submitting this report on behalf of zimmer, inc. As the importer with authorization by the exemption number e2011015. Our medical doctor's comment: as the patient has allergy to feather, she might have hyperactivity to gel-one which consists of sodium hyaluronate extracted from cock's comb. Although the patient stated her symptoms were severe itching to the chest, redness, swelling, vasculitis and rash, it is so difficult to differentiate between vasculitis and the patient's allergic symptoms.

Event description:
In 2017-unk - a female patient was given a gel-one injection to her left ankle and left foot by her orthopaedic surgeon. On (B)(6) 2017 - she developed severe itching to her chest, redness, swelling, vasculitis and rashes that spread to both sides of her body and "came together forming welts". She also states she was in a lot of pain. In 2017-unk - she was treated in the ER with steroids and continued treatment for 1 month with topicals, aloe and ice baths.